Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal banding procedure, of a male pt. According to the complainant, during the procedure the physician was unable to deploy the band. The procedure was completed with a different device. No complications or injury to the pt were reported as a result of this event. The pt's condition post procedure was reported as stable.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.